Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Reported the customer is reusing supplies. Clinical support informed the customer that reusing supplies is off label per the tandem user guide. Customer changed the pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose was 550 mg/dl. Elevated blood glucose was addressed with manual injection.